Manufacturer narrative:
H3 - device evaluation: lens was returned dry with residue, in a micro-centrifuge vial. Visual inspection found residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm512.6, -11.00/1.0/091, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.